Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy : rash"), skin disorder ("skin condition"), urinary tract disorder ("bladder/ urinary problems: urinary problems"), migraine ("migraine"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, rash, skin disorder and urinary tract disorder outcome was unknown and the migraine, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash, skin disorder and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: new events added- pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding, allergy: rash/skin condition, bladder/ urinary problems: urinary problems, migraine, fatigue, hair loss were added. Outcome of event migraine, fatigue, hair loss were added as recovered/resolved. Patient demographics, reporter details, essure indication and dates added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device -location of device: myometrium/ myometrium may represent wires from essure'), embedded device ('migration of essure device -location of device: myometrium/ myometrium may represent wires from essure') and endometrial ablation ('ablation') in a 46-year-old female patient who had essure (batch no. 822372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, chronic sinusitis and foot surgery. Previously administered products included for an unreported indication: estrin and depo provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash"), skin disorder ("skin condition"), urinary tract disorder ("bladder/ urinary problems: urinary problems"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urge incontinence ("bladder or urinary problems or changes; urinary frequency, urgency incontinence") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on 30-jan-2018. At the time of the report, the pelvic pain was resolving, the device expulsion, embedded device, endometrial ablation, abdominal pain, dyspareunia, bleeding menstrual heavy, dermatitis allergic, skin disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and urge incontinence outcome was unknown and the migraine, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, bleeding menstrual heavy, dermatitis allergic, device expulsion, dyspareunia, embedded device, endometrial ablation, fatigue, migraine, pelvic pain, skin disorder, urge incontinence, urinary tract disorder, vaginal haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Ultrasound scan - on (B)(6) 2017: an echogenic liner structure within the myometrium may represent wires from essure. Recommend total hysterectomy with bilateral salpingectomy. Leave ovaries in.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device -location of device: myometrium/ myometrium may represent wires from essure'), embedded device ('migration of essure device -location of device: myometrium/ myometrium may represent wires from essure') and endometrial ablation ('ablation') in a 46-year-old female patient who had essure (batch no. 822372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, chronic sinusitis and foot surgery. Previously administered products included for an unreported indication: estrin and depo provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash"), skin disorder ("skin condition"), urinary tract disorder ("bladder/ urinary problems: urinary problems"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urge incontinence ("bladder or urinary problems or changes; urinary frequency, urgency incontinence") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the device expulsion, embedded device, endometrial ablation, abdominal pain, dyspareunia, bleeding menstrual heavy, dermatitis allergic, skin disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and urge incontinence outcome was unknown and the migraine, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, bleeding menstrual heavy, dermatitis allergic, device expulsion, dyspareunia, embedded device, endometrial ablation, fatigue, migraine, pelvic pain, skin disorder, urge incontinence, urinary tract disorder, vaginal haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Ultrasound scan - on (B)(6) 2017: an echogenic liner structure within the myometrium may represent wires from essure. Recommend total hysterectomy with bilateral salpingectomy. Leave ovaries in.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device -location of device: myometrium/ myometrium may represent wires from essure'), embedded device ('migration of essure device -location of device: myometrium/ myometrium may represent wires from essure') and endometrial ablation ('ablation') in a 46-year-old female patient who had essure (batch no. 822372) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, chronic sinusitis and foot surgery. Previously administered products included for an unreported indication: estrin and depo provera. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash"), skin disorder ("skin condition"), urinary tract disorder ("bladder/ urinary problems: urinary problems"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urge incontinence ("bladder or urinary problems or changes; urinary frequency, urgency incontinence") and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the device expulsion, embedded device, endometrial ablation, abdominal pain, dyspareunia, bleeding menstrual heavy, dermatitis allergic, skin disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and urge incontinence outcome was unknown and the migraine, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, bleeding menstrual heavy, dermatitis allergic, device expulsion, dyspareunia, embedded device, endometrial ablation, fatigue, migraine, pelvic pain, skin disorder, urge incontinence, urinary tract disorder, vaginal haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: result: bilateral occlusion. Ultrasound scan - on (B)(6) 2017: an echogenic liner structure within the myometrium may represent wires from essure. Recommend total hysterectomy with bilateral salpingectomy. Leave ovaries in. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: plaintiff fact sheet received: new events migration of essure device -location of device: myometrium/ myometrium may represent wires from essure, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes; urinary frequency, urgency incontinence and ablation were added. Outcome for previously reported event pelvic pain was updated to recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.